Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of oversensing due to noise that resulted in noise reversion were noted on the right ventricular lead. No intervention has been conducted as the patient expired due to an unrelated non-cardiological event.